Event description:
It was reported that the patient¿s battery could only be charged up to 60%. It was noted that the patient was sent a replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.